Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not deploy. Pod was not worn.

Manufacturer narrative:
Correction to d(4): catalog no changed from unavailable to zxp425. Correction to g(5): PMA/510(k) # changed from unavailable to k192659.

Manufacturer narrative:
The device was received not deployed, the data showed that the first priming completed at pulse 45 and deactivation occurred at pulse 46. The rotational sensor algorithm was found to have started early and the last pulse in the data had a sync status. The device was reset, connected to a pdm and ran a 5-unit bolus with no issue. The needle mechanism deployed during the reset run. Under magnification, contamination was found on the commutator cap. While contamination was found on the commutator cap and a sync status was noted at the end of the device run, it could not be conclusively determined if either contributed to the reported event.